Event description:
After removing electrode from medial malleolus - noted 2 areas 1cm in diameter each that appeared darkened. Parameters set at 1.75 for 40 ma/min. This is second burn. Previous was 12/24/98 with .5cm red area with blisters. Parameter 2.5 amp for 40 ma/min. Both healed without problems.